Event description:
It was reported that during an atrial fibrillation (afib) with a qdot micro, the patient experienced a pericardial effusion which required a sternotomy. During the procedure, the patient¿s blood pressure dropped. Intracardiac echocardiogram confirmed that the patient had a moderate pericardial effusion and dropped in blood pressure. Pericardiocentesis performed and approximately one liter of blood drained. After 30 minutes of monitoring the effusion by intracardiac echo, a clot developed in the pericardial space. The pericardial drain stopped functioning, and the effusion continued to progress. The patient prepped for a sternotomy in the lab. The clot removed from the pericardial space and the chest closed. The physician could not determine the source of bleeding during the sternotomy due to the bleeding had stopped. The physician stated that the cardiac perforation could have occurred while applying rf to the roof of the atrium by the right superior pulmonary vein or during the transeptal puncture. The physician replaced the pericardial drain and left in place. After the event, the patient remained intubated, stable and transfer to the (ICU for further monitoring). The status of the patient at the time of the call is unknown. The ablation parameters during the procedure consisted of posterior wall- qmode + 90 watts for 4 seconds, anterior wall -40 watts, low posterior wall and low anterior atrium - 30 watts. The average impedance during ablation was 130-140 ohms and he did not see a spike in impedance. Additional information was received. The patient fully recovered. The physician's opinion on the cause of the adverse event was procedure and patient¿s condition. The physician indicated that the clot was in the pericardial space after effusion draining multiple times, not intracardiac, and the clot was a risk, as the clot was not draining via pericardiocentesis, and left ventricle (lv) was unable to fill. The event occurred during use of bw products. The intervention provided was pericardiocentesis and sternotomy. The patient required extended hospitalization in intensive care unit (ICU) to recover from sternotomy. The patient did not experience neurological symptoms since the procedure was completed.. Activated clotting time (act) was 344 after heparin but discontinued with discovery of effusion. There was only one catheter exchanged, and one puncture performed during the procedure. One clot reported occurring in the pericardial space after draining effusion multiple times, not intracardiac. No error messages noted on the equipment or issues related to temperature and flow on the catheter. The patient was anticoagulated with heparin boluses and heparin drip to maintain act over 350 seconds prior to transseptal puncture and maintained during procedure. Correct catheter setting utilized with the generator. No issues report with the flow rate changes at the start of ablation. The duration of the ablations did not exceed 60/120 seconds. The average contact force was below 25 grams. The irrigation rate was within parameters and not exceeded. Irrigation used was heparinized normal saline. The pre-ablation high setting was default setting.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31523376l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).